Event description:
The surgeon implanted an aq2010v and the dr noted a capsular tear present after the implantation. The lens was removed and a vitrectomy was performed. The incision was enlarged to remove the intraocular lens and sutures were used. The pt had conditions that contributed to the capsular tear, a dense cataract and an unstable capsule.